Event description:
It started after getting my first implants allergan inspira silicone autoimmune, not making any hormone, fatigue, brain fog, food allergy. Dr (B)(6) and dr (B)(6). FDA safety report ID# (B)(4).